Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 200 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer also reported of having high blood glucose of 418 mg/dl and was treated with bolus. Customer reports that high blood glucose was not caused by pump but due to stress from having a test. No further information provided.